Event description:
At 7:42 p.m., the customer obtained a control reading of 260 mg/dl on a contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There is no allegation of adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.